Event description:
During a peripheral stenting treatment procedure, the 6f unistep plus 8x38x75 iliac wallstent appeared longer than anticipated. The physician delivered the stent to the target lesion, then he measured the stent again and it looked a little bit longer than expected. The physician retrieved the stent, but it got caught on the tip of the introducer sheath and was successfully removed with a snare. No pt injuries or complications were reported. The pt's status was reported as 'good.'